Event description:
A (B)(6) girl needing eye surgery. The bair hugger was placed on the bed, and she was placed on top of the warming device. After the procedure, the pt's skin had tiny red dots. These dots were noticed on the left arm and leg. Determined the skin had been burned by the device. The redness progressed to blisters. Dates of use: (B)(6) 2010, 1 day. Diagnosis or reason for use: surgery.